Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was without stimulation. It was also reported the patient was unable to establish communication between her ipg and external devices. The patient's ipg was inoperable. The sjm representative met with the patient and confirmed the issue. The patient stated she last successfully charged her system and had effective stimulation therapy approximately 2 weeks ago. Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2015, where her entire scs system was explanted and replaced. The patient reported effective stimulation therapy postoperative and the issue is now resolved.